Manufacturer narrative:
Dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and the complaint history could not performed as part and lot information was not reported. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a conclusive cause for the patient effect of death. This event was further reviewed by an abbott vascular medial affairs director. The reviewer concluded that cause of death was unknown and no information was provided by the physician. Information from the competent authority established that the cause of death was unrelated to the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report death. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). One clip was implanted; however, on an unknown date, the patient passed away. It is unknown what caused the patient death. No additional information was provided.